Event description:
The pt underwent a sling procedure in 2005. There were no intraoperative or immediate postoperative complications, and the pt had a normal voiding pattern when she discharged home in 05/2005. On 11/14/2005, it was noted that the pt had a mile tape erosion on the anterior vaginal wall. The clinician exposed and cut the tape.